Event description:
The customer alleged that the audio alarm on the ventilator was too low. The nellcor puritan-bennett customer support engineer (npb cse) inspected the device, replacing the audio alarm assembly and the utility harness. The unit passed extended self testing. It is not verified that the alarm malfunctioned, and no malfunction may have occurred. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.

Manufacturer narrative:
Evaluation of the alarm assembly revealed that the piezo elements was off-center, and contacting the housing, causing low output. This alarm assembly is an older style which is obsoleted. A newer style is used in manufacturing of the device.